Event description:
According to the reporter, while the trocar was being inserted to the abdominal cavity during a laparoscopic hernia surgical procedure,the balloon could not be inflated by syringe. They replaced the product with a new one of the same model to complete the case. There was no reported patient injury.